Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00661 and MDR #1828100-2015-00791. On (B)(6) 2015, customer replied to manufacturer technical support email instructing the user facility's biomedical engineer (biomed) to answer technical support questions. Technical support working with their biomed. On (B)(6) 2015: manufacturer technical support is in active correspondence with subsidiary and customer to characterize and resolve the issue. Technical support will contact investigator when issue is characterized. The reported complaint was not confirmed. Diligence attempts with customer were responded to, but investigator and terumo tech support were unable to get information from those working with the system 1. The customer had an issue with the central control monitor (ccm) on their system (refer to MDR #1828100-2015-00661). When the ccm screen was recalibrated via a local service provider, the customer reported they no longer had an issue with the air bubble detector (abd) system. It is possible that the screen calibration issue precluded the customer from enabling the abd system, and when the ccm screen was calibrated they were able to access the abd controls. Customer did not definitively state a specific issue with the abd system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the distributor, the customer has not been able to make the abd's to work, the modules show up correct at the central control monitor (ccm). The perfusionist (ccp) is 100% compromised with the pump all the time, keeps watching and detecting the level and bubbles.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the users on the system-1 are not able to use the safety air bubble detectors (abd), because they have not been able to enable them. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.